Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify time/clock anomalies due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. Customer stated whenever they press act button to deliver bolus the screen will go blank and come back. Customer also reported a time clock anomaly and gaining time. Blood glucose level at the time of the incident was not provided. Troubleshooting was not performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.